Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Additionally, the patient received fiducial markers. The spaceoar vue procedure was completed with no reported patient complications. The patient received external beam radiation therapy between (B)(6) 2022, and (B)(6) 2022, with no reported issues other than "some mild voiding complaints" that was managed with tamsulosin. However, around mid-october, the patient started developing perineal pressure especially when sitting. Perineal pain was also reported. He had a normal rectal exam, but then on computerized tomography (CT) scan, a 2x3x3.8cm abscess was observed. It was noted the patient had also experienced one episode of night sweats, and one episode of some liquid stool. The patient was put on cefdinir and was still on it. A repeat CT was performed on (B)(6) 2022, which showed no change. The initial plan was to do interventional radiology (ir) drainage, but it was delayed. The patient has mildly improved on cefdinir with no measurable temperature readings. It was also noted hot baths didn't work initially, but he was asked to retry them. The patient had also been on tylenol or advil throughout with relief. Upon further review of the images, it was noted that the patient had classic rim-enhancing tissue rim with a hypo-intense center with no contrast in it. For now, the physician planned to observe the patient. The patient's status remains unknown at the time of this report, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e172001 captures the reportable event of abscess. Block h6 (correction): patient code e2326 inflammation was added to the coding grid.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Additionally, the patient received fiducial markers. The spaceoar vue procedure was completed with no reported patient complications. The patient received external beam radiation therapy (B)(6) 2022, with no reported issues other than "some mild voiding complaints" that was managed with tamsulosin. However, around mid-october, the patient started developing perineal pressure especially when sitting. Perineal pain was also reported. He had a normal rectal exam, but then on computerized tomography (CT) scan, a 2x3x3.8cm abscess was observed. It was noted the patient had also experienced one episode of night sweats, and one episode of some liquid stool. The patient was put on cefdinir and was still on it. A repeat CT was performed on (B)(6) 2022, which showed no change. The initial plan was to do interventional radiology (ir) drainage, but it was delayed. The patient has mildly improved on cefdinir with no measurable temperature readings. It was also noted hot baths didn't work initially, but he was asked to retry them. The patient had also been on tylenol or advil throughout with relief. Upon further review of the images, it was noted that the patient had classic rim-enhancing tissue rim with a hypo-intense center with no contrast in it. For now, the physician planned to observe the patient. The patient's status remains unknown at the time of this report, despite good faith efforts.